Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via device analysis. Additionally, the dc handle seal was observed not fully seated on track. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak at the dc handle appears to be related to the dc handle seal being unseated (product quality problem (irregular appearance)). The observed unseated dc handle seal was determined to be due to a potential product quality issue. Therefore, this complaint was added to an open exception (issue). The investigation evaluated the reported issue, and the engineering group determined the root cause to be inconclusive. Although the device leaks were caused by handle seal being out of track within the dc handle, a root cause could not be definitively determined about how the dc handle seal defects occurred. Additionally, there are sufficient controls in place that would identify any dc handle seal defects and leaks in manufacturing. Based on the results of the investigation and the current controls in place to identify the failure mode, there is no indication that dc handle seal leaks are caused by, or related to the design, labeling, or manufacturing of the product. Additional actions will be taken if warranted; and will be documented in an exception (action) per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported during preparation, the dc handle was leaking. Therefore, the clip delivery system (cds) was not used and replaced. There was no clinically significant delay in the procedure. No additional information was provided.